Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/27/2016 with the following findings: the pump's black box data from date of complaint had been overwritten due to continued use of the pump. The current black box showed no evidence of an intermittent power event. There was a battery compartment crack observed below the grip pad. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.